Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The field service engineer reported the power cord had plastic pulled away from one end. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The manufacturer¿s field service engineer replaced the defective power cord to address the reported problem. The unit is ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.